Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection found no damage. When powered on the device restarts itself intermittently without displaying an alarm. The unit was able to power on using both ac and battery power, and when powered on the unit was able to obtain measurements. The battery was able to charge when the unit was powered on. Internal inspection found contamination damage on the u11 chip of the instrument circuit board, which causes the intermittent restarts. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the unit cannot charge the battery and reboots itself. No patient impact, or consequences were reported.